Event description:
Related manufacturer reference number: 2017865-2021-35625. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that the right ventricular (rv) lead had noise which caused inhibition of cardiac pacing. The rv lead failed to capture as well. It was noted that the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Since the patient is pacing dependent, the physician explanted and replaced the rv lead and the pacemaker on (B)(6) 2021. The patient was in stable condition.